Event description:
It was reported that during the surgical procedure, the bipolar loop has been used, which broke off in the patient's bladder. The foreign body was removed and recovered. Radiological investigations were performed. Procedure completed successfully with no adverse consequences.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).